Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having a back problem and an irritation on her lower back where the electrodes are. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported the doctor was aware of her back problems and is aware of the patient removing the device at times. Follow up indicated the irritation improved. Reporting out of abundance of caution. Supplemental report 9/29/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having a back problem and an irritation on her lower back where the electrodes are. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported the doctor was aware of her back problems and is aware of the patient removing the device at times. Follow up indicated the irritation improved. Reporting out of abundance of caution.